Event description:
It was reported that the patient developed a pocket infection and pocket erosion. The implantable pulse generator (ipg) system was removed and replaced. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.